Event description:
It was reported that patient underwent an anterior supine hip arthroplasty on (B)(6) 2013. During the procedure, the acetabular cup disengaged from the inserter handle and the surgeon had to remove the implant from the patient by hand. Another acetabular cup and inserter attachment were utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Failure mode is most likely due to improper surgical technique. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.